Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to water inside air gas modules. The issue was decided to be reported due to the fact that moisture/water in a gas module may lead to a stop of ventilation. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing air gas module. No part has been returned to the factory for further analysis. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).